Manufacturer narrative:
(B)(4). Event date is an unknown month and day in 2017. Explant date is an unknown month and day in 2017. Concomitant medical products: 00620005422, shell porous with cluster holes 54 mm o.d., 60438458. 00784301306, femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length, 60204481. 00801803202, femoral head sterile product do not resterilize 12/14 taper, 60416236. Complaint sample was evaluated and the reported event was confirmed. A cocr femoral head, a trilogy liner, a trilogy shell, a fullcoat stem, and a trilogy screw were returned. Visual evaluation identified the following to the screw .circular wear lines, consistent with implantation were present on the underside of the head. The hex shows wear from use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approx. 11 years post implantation due to dislocation, metallosis, pain and loosening. No additional information.